Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a percutaneous pin was reported to have broken. It was noted that the surgeon was unable to remove the portion that remained in the anatomy. No additional information was provided.